Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
Customer has opted to not return the unit in for evaluation. The customer has isolated the reported problem to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure. If any additional info is made available, a supplemental report will be submitted.